Event description:
Home health nurse reported a leaking vial. When he went to draw out the medication from the vial, liquid leaked between rubber stopper and all over vial. About half of the med was lost. Patient will miss a dose today due to this, but no adverse events were reported so far. Unknown if the md is aware at this time. No additional dates¿ information¿ or details were reported. Reported to (B)(6) by: patient/caregiver.